Event description:
Ous MDR - after an implantation period of about 18 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15.5 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed a rubbed through insulation at the distal lead fragment. Furthermore the conductor cable to the ring electrode was found fractured. This finding can be considered as the root cause for the clinical observation of noise which led to vf detection and shock delivery as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages, such as the tears in the insulation and the fractured conductor cable to the rv shock coil, most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.